Manufacturer narrative:
Information references the main component of the system and other applicable components of the infusion system are: product ID: 8709, lot# j0058204r, implanted: (B)(6) 2001, product type: catheter. Other concomitant medical products - product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: neurostimulator. Product ID: 3093-33, serial # (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information was initially received from a consumer on (B)(6) 2016 in regards to a patient previously receiving dilaudid via an implantable infusion pump. At the time of report there was nothing in the pump. The pump has been empty for 5 years and the battery went dead a year or so prior to report. Refer to MFR report # 3004209178-2012-07742 regarding empty pump and MFR report # 3004209178-2015-21262 regarding battery depletion. The indication for use (IFU) was listed as failed back surgery syndrome, urinary dysfunction/sacral nerve stimulation, and gastrointestinal/pelvic floor. It was reported that the patient's healthcare professional wanted to put dye in the pump and see where it goes. The pump made the patient's feet so big they couldn't walk. The onset of the feet swelling was asked, but unknown. They would wrap their feet, but the patient would only see them for about a week a month. The pump is also sticking out and tears their side when they bend. The patient was also breaking out in little sores where the catheter goes into their spine. The onset of the sores where the catheter goes into the catheter was asked, but unknown. The onset of the pump sticking out and tears side when bending occurred in 2012 or 2013. The patient wanted the pump removed. Additional information was later received from a healthcare provider on (B)(6) 2016. The onset of the events, what caused the events, and what troubleshooting/diagnostic testing was performed were all noted as being unknown. The patient was scheduled for a catheter study, however the patient never showed. The patient was seeing a surgeon to have the pump removed

Event description:
Additional information was received from a consumer. The patient's blood was "thick and it could not be put in a tube". Additionally it was noted the patient almost went into cardiac arrest. When the patient stopped using the pump therapy, she did not have any more swelling or cardiac issues.

Event description:
Additional information was received from the healthcare professional on 2017-jan-10. It was that it was possible the pump was explanted in (B)(6) 2016 but the explant date was unknown. Diagnostics performed related to the patient¿s think blood and almost going into cardiac arrest were unknown. It was unknown if there was a device issue, patient/therapy issue, procedure issue, etc. Related to the patient¿s think blood and almost going into cardiac arrest.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Intervention required no longer applies. Serious injury no longer applies. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the pump had been causing pain in her side for ¿about 3 years¿. The change in therapy/symptoms was considered gradual. The patient stated she wanted to find a doctor to remove the pump as the patient had no managing physician for the pump. No further patient complications were reported.